Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on (B)(6) 2010 and performed to specification up to (B)(6) 2014. The device records temperatures on multiple occasions when the temperature recorded was below the recommended minimum standby temperature. The device records multiple manual power ups one of ten minutes duration on (B)(6) 2014. And the last log entry on (B)(6) 2016. The pad-pak became depleted and was removed. An increase in voltage suggests a further pad-pak was installed and the device passed a self -test. The pad-pak was then removed and reinstalled on several occasions. Investigation found the reported fault can be attributed to membrane failure. The manual power ups of less than one minute duration may indicate the device was switching on automatically and the user was intervening by turning the device off. There was therefore only one ten minute time out recorded. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.